Event description:
It was reported that the device would display a white/gray screen after powering on. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the sys controller pcb assembly and proper device operation was observed through functional and performance testing. The device was returned to the customer for use.